Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri) and was unable to be interrogated. It was also noted that there was insulation damage noted on the proximal end of both the right ventricular (rv) lead and right atrial (ra) lead. The device was explanted and replaced. The leads were repaired via isolation with silicone adhesive and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Concomitant products: product ID 5034; serial # (b((4); implanted: (B)(6) 1997. Product ID 5534; serial # (B)(4); implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.